Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having difficulty stabilizing the blood glucose with the insulin pump. The customer stated that they had high blood glucose over 200 mg/dl. The customer's blood glucose was 107 mg/dl at the time of call. The customer stated that they were treating the blood glucose with the insulin pump. Troubleshooting for high blood glucose was performed. The customer stated that the insulin pump was under delivering during troubleshooting. The customer performed troubleshooting for the delivery anomaly. The results of the troubleshooting for delivery anomaly were passing. The customer was advised to monitor the insulin pump for delivery anomaly. The customer also reported that they had sensor issues. The insulin pump will not be returned for analysis.